Event description:
It was reported that air bubbles or gaps about 1/4 inch in size were seen in tandem mobi cartridge during loading and that issue was ongoing at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed using room temperature insulin and using fill rod to push out air, and worked with support until large air bubbles or gaps no longer remained after priming, after which customer successfully resumed insulin therapy and acknowledged understanding of instructions.